Manufacturer narrative:
Additional information was added: the lot was manufactured between may 28, 2019 to may 30, 2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak from the right side weld of the fill port. The reported condition was verified. The likely cause of the condition is the variation in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5093516. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.